Manufacturer narrative:
(B)(4). Evaluation results - evaluation of the returned product found that the alarm powers on but has no alarm tone when pressure is removed from the test sensor. (B)(4).

Event description:
The customer reported that the alarm has power but a continuous alarm tone. Customer couldn't provide more information. There was no patient injury reported. More information on the returned product states that the alarm is silent and inspection shows that the alarm has power but no alarm tone when pressure is removed from the sensor.